Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/17/2014 with the following findings: the battery compartment was cracked and there was corrosion observed inside. The leak test was performed and the pump failed due to the cracked battery compartment. There was no damage to the battery cap. There was no further moisture observed inside the pump when the pump case was removed. Unrelated to the complaint, the display was faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump was cracked near the battery compartment and could see the yellow o-ring of the battery cap. The reporter stated there was power loss, but no trauma to the pump or moisture observed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.